Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer giving correction insulin injection by pen or syringe. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.